Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 474 mg/dl. The customer was treated for high blood glucose with the pump. The customer reported via phone call that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 474 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did not exit. The customer stated that they have a plunger available. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer reported that insulin exits the tubing. The customer was advised to run manual prime until at least 5.0 units. Customer reported insulin exits with the manual prime. The customer was advised the pump is working as designed. The customer was explained alarm was caused by set/reservoir occlusion.